Manufacturer narrative:
H3, h6: the device intended to be used in treatment was not returned for evaluation. All provided information has been reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root cause, probable root cause may include, component failure, the wound contact layer within these dressing can be affected by storage temperature fluctuations as detailed in the IFU. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture, a complaint history review found further instances of the reported event. A complaint history review has found other related events. Smith + nephew have implemented corrective action relating to the failure reported and continue to monitor for adverse trends.

Event description:
It was reported that, during set up, some of the silicone adhesive of two (2) opsite flexifix gentle 5 cm x 5 m rolls was removed from the film when the carrier was withdrawn. Wound treatment was resumed, without any delay, with the same device. Patient was not harmed as consequence of this problem.